Event description:
It was reported that the device lost aspiration. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure. During the procedure inside the patient, the device lost aspiration after a couple of minutes of activation. The physician noticed that there was no aspiration visible in the tubing and waste bag. The device was removed from patient. When priming the catheter, the physician noticed there was no water dripping from the guidewire hole, where water would usually drip. A new jetstream device was used to complete the procedure. There were no patient complications and the patient was discharged from the hospital. The patient remained well both during the procedure and after the procedure.

Manufacturer narrative:
Device analysis by MFR: the returned product consisted of a jetstream xc 2.4mm atherectomy catheter. The device was visually examined for any shaft damage and functional testing of the device was completed. The device showed no damage. Functional analysis was conducted by completing the setup procedure per the directions for use. Visual analysis showed no leaking of the device except in the designed area at the pond of the device. Aspiration testing of the device was completed. The device is tested by using a 100ml beaker of water. Test results showed that this device did not perform as designed per the test procedure specification sheet, withdrawing 3ml of fluid in the 1minute time frame. Dissection of the catheter shaft showed that the aspiration lumen was occluded with a heavy clot burden which contributed to the aspiration issues. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that the device lost aspiration. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure. During the procedure inside the patient, the device lost aspiration after a couple of minutes of activation. The physician noticed that there was no aspiration visible in the tubing and waste bag. The device was removed from patient. When priming the catheter, the physician noticed there was no water dripping from the guidewire hole, where water would usually drip. A new jetstream device was used to complete the procedure. There were no patient complications and the patient was discharged from the hospital. The patient remained well both during the procedure and after the procedure.